Event description:
The dentist reported that after 1.5 months that the dental implant was installed in intra-oral region #13, it was verified its non osseointegration. The implant was immediately carried out, 40 ncm of primary stability was achieved and immediate load was not performed. Patient presented low bone quantity.